Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed interference, blue and yellow stripes on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, damage on camera unit, the guidepost position of camera head and image is out of the standard. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit, the guidepost position of camera head and image is out of the standard. There is a cut on cable unit and therefore water tightness is lost. The most probable cause of the complaint is cause traced to component failure and no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.